Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Trend analysis: no trend was identified. Review of event description: event summary: an allofit shell impactor ((B)(4), lot: 15.165154) has been received. It has been reported that the front area broke during surgery. The surgery was completed using another impactor which resulted in a delay of 15 minutes. The incident took place during a clinical study. There was no harm to the patient. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the allofit shell impactor shows normal signs of usage. It can be seen that the returned product's handle is significantly deformed, mainly in the upper area. This indicates extraordinary forces did act on this instrument. Moreover, it was possible to show the broken parts: the instrument's front area and a small ring. Measurements: no measurements have been conducted as the part is broken. Functional test: no functional test have been conducted as the part is broken. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Inspection plan: - characteristic no. 57 feature ¿diameter (11 0.2/-0.2)¿ with scope of testing: inspection with first lot. Means of inspection: ¿fal: 100% prüfung bei lieferant¿ - characteristic no. 60 feature ¿diameter (8 0.2/-0.2)¿ with scope of testing: inspection with first lot. Means of inspection: ¿fal: 100% prüfung bei lieferant¿ - characteristic no. 70 feature "diameter (13 p7 0.036/0.018)¿ with scope of testing: aql 1.0. Means of inspection: "bügelmessschraube". - characteristic no. 71 feature "diameter (9 0.2/0.1)¿ with scope of testing: n/a. Means of inspection: "n/a". - characteristic no. 89 feature "diameter (13 h9 0.043/0)¿ with scope of testing: aql 1.0. Means of inspection: ¿innenmikrometer¿. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible, a systematic issue related to potential design and/or material properties would have been detected as part of complaint trending. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the instrument broke and could not be used with the mating implant as intended. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as no further information about the use of the device was provided, this point cannot be excluded. Moreover, the deformations visible on the instrument¿s handle indicate that the instrument was used with unusual high forces, leading to the breakage of the instrument. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the deformations visible on the instrument¿s handle indicate that the instrument was used with abnormal high forces. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible, as according to the material compatibility specification the material has been tested. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) -> not possible, no sign of corrosion can be seen. Conclusion summary based on the returned product and the given information the complaint could be confirmed. However, an exact root cause could not be determined. The deformed handle, other dents and scratches indicate the impactor has been treated with excessive forces. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using an allofit impactor, curved, during a surgery on (B)(6) 2017. It was reported that the attachment of the instrument broke. The surgery was completed with another impactor with 15 minutes delay. There was no harm to the patient.